Manufacturer narrative:
(B)(6).

Event description:
It was reported that an asymptomatic patient was showing signs of pacing inhibition while being monitored after having an unrelated surgery. Post paced t-wave oversensing was observed on the real-time egm. Programming changes were recommended. No further information is available.